Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted a ventral hernia repair surgical procedure, while the surgeon was using the mega suture cut needle driver instrument in the right arm to suture, the instrument spontaneously withdrew completely from the abdomen. Fortunately, the instrument was not grasping anything, and its path out was clear, so there was no damage. The customer stated that other assistants in the operating room (or) were not in contact with the instrument at all when the issue occurred and that the instrument came out of its seating in the robotic arm. There was no fault or alarm appeared on the system. The customer reinserted the arm and there was no other issue. It was a very tight space as the abdomen was small, so the surgeon was using arms at the max of their articulation often but during the incident, it was not at an odd position. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not notice any collisions that occurred during the procedure.